Event description:
The patient had a good stimulation therapy trial to manage right side leg and foot pain. Following the generator implant, the patient experienced severe pain and shocking or jolting sensation in the left foot with the stimulation on or off. Pt was in the hospital since the implant and was receiving morphine which helped with the pain. Impedance measurements were normal. Stimulation on her right side was good. Additional info has been requested from the hcp.

Manufacturer narrative:
.